Event description:
It was reported that the patient experienced new issues with her device. Her stimulation was intermittent. She does not feel stimulation until she puts her hand on the device and walks around. Her device was reprogrammed. The stimulation went from not being able to feel it to it was too strong. It almost made her "pee her pants and she screamed." The patient believed her device was faulty. It was later reported that the pins going from the lead to the "box" are not connected. The battery was working fine. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)